Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings and stopper groove for anomalies. None were found. Ran basal, bolus leaking test: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no occluded, no leakage and did not continue dripping insulin after test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 53 mg/dl at the time of the incident. The customer used food and glucose tablets to treat. The customer experienced symptoms such as a seizure and loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer alleged pump over delivery. Troubleshooting was completed but did not resolve the issue. The customer had another similar event on (B)(6) 2020. The insulin pump will be returned for analysis.